Event description:
It was reported that the devices alarmed for channel disconnect and turned off during infusions of epinephrine and calcium chloride for a patient on continuous renal replacement therapy. The nurse obtained two new pump modules and restarted both infusions. The customer states there was no patient harm.

Manufacturer narrative:
The customer¿s experience that the devices alarmed for channel disconnect was confirmed in the logs, however it was not replicated during testing. Physical inspection: both iui connectors were found to be dull. Iui - (male ¿ date code 07/13 ¿ dried fluid observed) iui - (female ¿ date code 07/13 - shows signs of corrosion) the pcu event log identified pump module (B)(4) was attached to pcu (unit a). An infusion of unknown medication was programmed. The event log recorded a ¿net communication down¿ at 7:49:50 am on (B)(6) 2019. The entry indicates the device lost communications with the pcu. The next recorded entry is the source device being ¿powered on attached¿. Functional testing showed no anomalies, and failed to replicate a channel disconnect. The incident disposable set was not returned for this investigation the root cause of the customer's report could not be definitively determined., however the probable cause of the channel disconnect is believed to be the result of contamination on the contacts of the pump module¿s iui connectors.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event was provided. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the devices alarmed for channel disconnect and turned off during infusions of epinephrine and calcium chloride for a patient on continuous renal replacement therapy. The nurse obtained two new pump modules and restarted both infusions. The customer states there was no patient harm.